Event description:
It was reported that it was not possible to interrogate the device. It was also observed that there was no stimulation. The ICD was changed. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was attached to an external power supply and the current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis is completed, this report will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was attached to an external power supply and the current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was sent to the manufacturer for further analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.